Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # unk. Investigation summary: a photo along with the device was returned for evaluation. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one ech60r applicator was not received for analysis, only an empty opened foil was returned for analysis. The foil showed evidence of a conforming seal with no visible damage. Since no applicator was returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. Photos provide showed: the first photo shows a piece of tissue handled by the surgeon. The second and third photos show a portion of tissue not properly cut, handled by the surgeon with a staple line. The fourth photo shows tissue with a portion of what it seems to be a buttressing, a staple line, and a part of the surgeon's instrument. In addition, one gst60b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no applicator was returned for analysis and the reload was received fully fired. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device ech60r; tbccdks0 number, and no non-conformances were identified. Manufacturing date: feb/10/2023. Expiration date: jan/31/2025.

Event description:
It was reported that in a laparoscopic sleeve gastrectomy ech60l, reloads and slr were being used. The first fire of the stapler, loaded with a green gst60g reload and reinforced with ech60r was used and fired without incident. The stapler was cleaned using a vigorous swish in saline, wiped with a towel and reloaded with a gst60b and reinforced. On first attempt, the anvil reinforcement attached, but the staple cartridge side reinforcement did not attach. Scrub tech closed and opened device a second time and it loaded. Stapler was closed on tissue and fired. After about 10mm, the tissue started milking out the tip and the reinforcement material seemed to be caught/bunched. The staple line was bleeding and staples malformed. A new stapler was opened and the case proceeded. On the second to last and the last reload, the scrub tech had a similar issue with the slr not sticking properly on the first try despite it appearing to the rep that she was loading it properly. Stapler was retained, as well as spent cartridge and cartridge with slr from same lot number attached that was not used. Surgeon opted to over sew entire staple line, leak test both the stomach and the remnant.